Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) showed an atrial tachy response (atr) episode with significant undersensing of atrial fibrillation (af). The ra sensitivity is programmed to automatic gain control (agc) at 0.25mv (millivolts). Battery longevity is normal, and lead measurements are stable. At this time, the device and lead remain in-service. No adverse patient effects were reported.